Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was found not to be sutured in place. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.